Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The patient reported that the pain relief was not satisfactory with the pump. A dye study was done and the catheter was unable to be aspirated. A revision surgery was scheduled. The issue was not resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving an unknown concentration of fentanyl at 2200 mcg/day, 40 mg/ml bupivacaine at an unknown dose, and 6 mcg/ml clonidine at an unknown dose. The patient had a lack of efficacy for an unknown period of time. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. They had tried to aspirate the catheter in the operating room and could not, so the entire catheter was replaced. Additionally, the pump should have had 16 cc of drug and only 11 cc could be pulled out. A full system replacement occurred and the issue was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Visual inspection identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.